Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. The test strips passed testing. The reported issue could not be confirmed. However, a secondary issue was noted; when the test strips were tested with control solution, an error 4 was observed with no assignable cause found.

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient did not report when the alleged inaccuracy issue occurred, but reported obtaining blood glucose results of ¿150 mg/dl¿ with the subject meter and ¿60 mg/dl¿ on another device within an unspecified period of time of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and in response to the alleged product issue the patient stated that they had taken an increased dosage of insulin (type and dosage unspecified). The patient informed the csr that an unspecified period of time before the alleged product issue occurred they had developed symptoms of ¿shakes and palpitation¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming glucose. At the time of troubleshooting, the csr confirmed that the control solution test performed fell within the acceptable range for the test strips being used by the patient. The csr also confirmed that the patient¿s test strips had not been open longer than the discard date, had not expired or been stored improperly. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.